Event description:
Pt undergoing egd (esophagogastroduodenoscopy). Proceduralist was attempting to take the final biopsy from the mid esophagus area (this would have been the 5th biopsy taken during the procedure, the second one taken with this device). The biopsy forceps were positioned at the tissue to be biopsied, and used in the usual way. However, rather than cleanly cutting a biopsy, the forceps simply ripped a strip of tissue which remained attached at one end to the esophagus. The proceduralist decided not to obtain a biopsy from this area as the trauma to the tissue from this attempt was greater than was desired. Area observed to ensure that the bleeding stopped and then the procedure was ended with no further biopsies taken. Four biopsies were successfully obtained in total for the case. The patient was transferred to pacu (post anesthesia recovery unit) in good condition with no evidence of significant complication from the event. No interventions required. Pt was later discharged to home as planned.